Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the patient experienced driveline power fault alarms. Log files were submitted for review. The log files confirmed the driveline power fault alarms on 07oct2024 and 08oct2024. The modular cable and the system controller were exchanged. As the patient placed the system controller back into their shirt, it was noted that they were sharply bending and kinking the driveline at the point of the controller up to the modular cable connection. The patient was provided re-education on the importance of limiting sharp bends of the driveline cable. The alarms resolved following the exchange and the patient was sent home from the clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis. Event log files, extracted from (B)(6), were submitted and downloaded for evaluation and data from the reported event dates of 07oct2024 ¿ 08oct2024 was reviewed. Starting on (B)(6) 2024 at 16:42:48, intermittent power b broken faults activated due to the current sense on line b dropping below the amperage threshold. The power b broken faults triggered driveline power fault alarms to activate at 16:42:53. On (B)(6) 2024 at 17:34:22, 20:07:34, 20:07:36, and 20:07:52, power a broken faults activated due to the current sense on line a dropping below the amperage threshold. The driveline power fault alarms did not resolve before the driveline was disconnected on (B)(6) 2024 at 10:13:57, consistent with the reported modular cable and system controller exchange. The returned heartmate 3 system controller (serial number (B)(6) was functionally tested with the returned modular cable and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No driveline power fault alarms were reproduced during testing. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including driveline power fault alarms. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.